Event description:
During a laparoscopic colon resection procedure, the instrument did not fire. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
8/12/97-supplemental report #1 sent to FDA. Device is not available for evaluation.